Event description:
The event involved a 32" (81 cm) appx 6.3 ml, 15 drop admin set w/0.2 micron filter, rotating luer w/filter cap, bag hanger. It was reported that air in line towards end of infusion, second day patient has had this happened (d2 chemo). Medication infusing was etoposide 508 ml/hour. No patient harm reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.